Manufacturer narrative:
(B)(4).this complaint for a disconnection was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A root cause was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A home patient (hp)'s caregiver (cg) contacted baxter's technical service center reporting that the hp became disconnected from the patient line during fill on the homechoice (hc) machine. The cg assistance to end therapy. The technical service representative (tsr) assisted the cg in ending therapy. The cg to restart with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
During a follow up with the caregiver (cg) regarding the disconnection, the cg stated that she did not remember the event; however, she added that the home patient (hp) is doing fine and continuing therapy without any issues. The cg also stated that there have been no issues with the supplies they have used. The cg also confirmed that they are aware of proper procedures. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.